Manufacturer narrative:
Product analysis: it was determined at analysis that the external pulse generator (epg) had a backlight issue from the connector on the main printed circuit board (pcb). It was further noted that the down arrow button on the keypad was flat (out of specification mechanical) . Additionally the hanger assembly, upper case and lower case were broken. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.